Manufacturer narrative:
During inspection of the citadel bed in arjo service center, it was noticed that the radius arm was bent and there was the unacceptable distance between the retaining clip assembled on subframe spigot and bearing assembled into radius arm. The facility staff did not indicate any problem related to the operation of the arjo bed. No injury was reported. This issue was observed after returning the bed from the customer due to expiration of the rental period. The simulations carried out by the manufacturer showed that two potential situations can lead to an unacceptable distance and consequently to radius arm detachment. The first one when the backrest is blocked with the obstacle e.g. Windowsill (in the position of 45 degrees) and pushed till the actuator limits, then the bed is gently pulled by the foot section of the bed. And the second one when the obstacle is put between the base frame and radius arm. Based on testing results, it can be concluded that the reported malfunction (unaccepted distance) itself cannot lead to the radius arm detachment and bed collapse and cannot compromise a patient¿s safety if one of the mentioned scenarios does not occur. Based on the limited information gathered it cannot be clearly confirmed in which circumstances the unacceptable distance occurred. The results of the device evaluation (bent radius arm) may indicate that the second scenario is the most probable one. In summary, the citadel bed did not meet the manufacturer¿s specification. There was no indication regarding patient involvement at the time the malfunction occurred. The complaint decided to be reportable in abundance of caution due to the fact that the unaccepted distance under specific circumstances (described in the section above) may lead to the radius arm detachment and bed collapse.

Manufacturer narrative:
The investigation is ongoing. The results of the investigation will be provided to the follow-up report.

Event description:
Following information gathered, the unacceptable distance between the retaining clip assembled on subframe spigot and bearing assembled into radius arm was found. There was no information regarding patient involvement. No injury was reported.